Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative result with binaxnow covid-19 antigen self test. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
After further review ,it was identified that the customer did not allege unconfirmed false negative, therefore, this event is not reportable .